Event description:
Three heart pts were admitted to the emergency room. The hosp staff could not get the horizon pumps to run. (The exact nature of the difficulties was not specified). Pts were removed and transferred to another hosp by the caregivers. Pts were not injured.